Manufacturer narrative:
Results: death. Conclusion: weak heart; entire aorta was diseased and aneurysmal.

Event description:
A talent thoracic stent graft device was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient was reportedly very ill, had a weak heart, and was not a good surgical candidate. The average diameter of the thoracic aortic was 38 mm, the thoracic arch had an acute angle, and the entire aorta was diseased and aneurysmal. It was reported that the cerebral vessels were debranched prior to the implant procedure, because there was not enough landing zone. The physician elected to implant 2 stent grafts from another manufacturer in the distal thoracic aorta, followed by implanting the talent stent graft proximally and then gently ballooning the junction sites; however, the patient's blood pressure started to drop. The physician then elected to perform an open surgical repair, as the chest was already open from the debranching procedure; however, when performing the open repair, the talent stent graft was misaligned. The physician elected to cut off the bare springs of the talent stent graft and left the remainder of the stent graft in the patient and completed the open repair. It was reported that the patient's heart was not strong enough to keep pumping, and the patient expired.